Event description:
It was reported that the battery of the implantable cardioverter defibrillator (ICD) had prematurely depleted. The patient was asymptomatic. The ICD was explanted and replaced. The patient was stable throughout the procedure.